Event description:
Affiliate reported that evd ventricular catheter had broken. The hospital believed that the catheters were broken as they were torn by pts, resulting in irregular cut on the catheter.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.